Manufacturer narrative:
The analysis on this device is pending. See scanned page.

Event description:
After 1+ months of implantation, the device failed to program following cardioversion. Please note that the device was interrogated successfully several times.